Manufacturer narrative:
The patient reported skin irritation while using an mcot device in a flexwire configuration. The patient experienced itching, raised skin, bleeding/discharge, and open sores/skin. The patient sought medical treatment for the skin irritation and was treated with prescription medication, specifically a topical anti-inflammatory. The patient did not discontinue service or take a break in service due to the irritation. The patient reported following the recommended skin preparation steps and has no history of skin sensitivity or allergies. The electrode lot number was not available. No actions taken were documented in the case notes.

Event description:
On (B)(6) 2026 the patient reported skin irritation while using an mcot device in a flexwire configuration. The patient experienced itching, raised skin, bleeding/discharge, and open sores/skin. The patient sought medical treatment for the skin irritation and was treated with prescription medication, specifically a topical anti-inflammatory. The patient did not discontinue service or take a break in service due to the irritation. The patient reported following the recommended skin preparation steps and has no history of skin sensitivity or allergies. The electrode lot number was not available. No actions taken were documented in the case notes.